Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd nano¿ 2nd gen pen needles 32g x 4mm (100 count) the needle would not prime. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported needle clog during priming, stated that there is no insulin flow.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 03-jan-2023. H6: investigation summary: consumer reported needle clog during priming, stated that there is no insulin flow. One pen needle was returned from the consumer. The needle was visually inspected and was found bended on the non-patient end. Based on the damage present the needle bending may have occurred accidently, while the user was preparing the pen needle for use. Potentially if the pen was not aligned with the canula. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the sample received, embecta was able to confirm the customer¿s indicated failure of consumer reported needle clog during priming. The root cause of the needle bending appears to be accidental damage from stresses caused by the user during routine use. This would have also given the impression that the needle was clogged since insulin would be unable to pass through the cannula.

Event description:
It was reported while using bd nano¿ 2nd gen pen needles 32g x 4mm (100 count) the needle would not prime. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported needle clog during priming, stated that there is no insulin flow.